Manufacturer narrative:
(B)(4). The customer has indicated the incident sample is not being returned for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that a pt sustained a slight burn injury at the return pad site during a kidney ablation procedure. The burn was discovered at the end of the procedure. The pad was placed on the pt's calf. A bag of cooled saline was placed on the area. The incident sample is not available for evaluation.